Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the serious adverse event of peritonitis, which warranted hospitalization, pd catheter (not a fresenius product) removal, hd catheter (not a fresenius product) placement, and the patient's transition to hd for rrt. The patient stated the cause of the peritonitis was unknown; therefore, causality could not be established. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum, pd catheter tunnel, and exit site (1). It should be noted that limited clinical follow-up information precluded a more comprehensive investigation. Based on the information available, the patient¿s liberty select cycler and liberty cycler set cannot be excluded from the serious adverse events. There is currently no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction occurred. However, given the lack of causality, clinical follow-up, and no manufacturer evaluation of the device, this clinical investigation cannot disassociate the patient's liberty select cycler or liberty cycler set from playing a possible role in the serious adverse events.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized, his pd catheter (not a fresenius product) was removed, and he was diagnosed with peritonitis. During follow-up, the patient stated he was feeling much better and is undergoing incenter hemodialysis (hd) for a few more weeks until the peritonitis clears up. The patient stated they were uncertain how he contracted the peritonitis but stated he hadn't spoken with the pdrn in several weeks since transitioning to hd. The patient confirmed his pd catheter (not a fresenius product) was surgically removed, and a hd catheter (not a fresenius product) was placed in his left chest. The patient is receiving his antibiotics intravenously during hd without any reported issues.

Manufacturer narrative:
Additional information provided in d9 and h3. Plant investigation: a visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indications of dried fluid within the cassette compartment. There were visual indications of particulates within the cassette area. There were not burrs or sharp edges in cassette area that may have punctured a cassette membrane. System air leak test passed. Valve actuation test passed. A simulated treatment using (as-received) treatment settings with reduced dwell times was performed and completed without failures. No fluid leaks in the test cassette during the treatment test. There were no visual discrepancies encountered during the internal inspection. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized, his pd catheter (not a fresenius product) was removed, and he was diagnosed with peritonitis. During follow-up, the patient stated he was feeling much better and is undergoing incenter hemodialysis (hd) for a few more weeks until the peritonitis clears up. The patient stated they were uncertain how he contracted the peritonitis but stated he hadn¿t spoken with the pdrn in several weeks since transitioning to hd. The patient confirmed his pd catheter (not a fresenius product) was surgically removed, and a hd catheter (not a fresenius product) was placed in his left chest. The patient is receiving his antibiotics intravenously during hd without any reported issues.